Manufacturer narrative:
A visual inspection and functional testing was performed on the returned device. The reported difficult to open or close the lever was not confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the cause of the reported difficult to open or close cannot be determined. Factors for difficult to open or close the foot include but are not limited to suture or tissue caught in the foot. It was noted that a needle to cuff miss, material separation of the suture, and subsequent treatment are likely related to circumstances of the procedure. In this case an interaction with the patient anatomy or inability to maintain position/stability of the device during deployment contributed to the observed needle to cuff miss and subsequent material separation of the suture. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that this was closure of an unknown vessel using a two prostyle devices related to an unknown procedure. Reportedly, there was significant inconsistency with the lever making it impossible to release. An unknown method was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.